Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding (vaginal , menorrhagia)") and systemic lupus erythematosus ("autoimmune disorder type of disorder: is being tested for lupus") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months after insertion of essure, the patient experienced arthritis ("arthritis"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), rash ("rashes / rashes or skin conditions type: rashes"), alopecia ("hair loss") and fatigue ("chronic fatigue"). In september 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), pain ("general body aches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), erythema ("skin redness"), urticaria ("hives"), pruritus ("itching"), feeling abnormal ("brain fog"), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding") and complication of device removal ("complication of essure removal"). The patient was treated with surgery (bilateral salpingectomy during which both of fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, arthralgia, pain, migraine, headache, vaginal infection, vaginal discharge, rash, erythema, urticaria, pruritus, alopecia, feeling abnormal, fatigue and fibromyalgia was resolving, the genital haemorrhage, systemic lupus erythematosus, arthritis and vaginal haemorrhage had not resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, arthritis, back pain, complication of device removal, dysgeusia, dysmenorrhoea, erythema, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, systemic lupus erythematosus, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in the summer of 2016, she met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Thereafter, on (B)(6) 2016, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events lupus, arthritis, genital bleeding, vaginal bleeding & device removal complication are added. Lab data updated. Concomitant drug added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), genital haemorrhage ('abnormal bleeding (vaginal , menorrhagia)') and systemic lupus erythematosus ('autoimmune disorder type of disorder: is being tested for lupus') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neurofibromatosis. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthritis ("arthritis"), 2 months after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), rash ("rashes / rashes or skin conditions type: rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), back pain ("severe, lower back pain"), arthralgia ("severe joint pain"), pain ("general body aches"), vaginal infection ("chronic vaginal infections"), erythema ("skin redness"), urticaria ("hives"), pruritus ("itching"), feeling abnormal ("brain fog"), systemic lupus erythematosus (seriousness criterion medically significant) and complication of device removal ("complication of essure removal"). The patient was treated with surgery (bilateral salpingectomy during which both of fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, arthralgia, pain, migraine, headache, vaginal infection, vaginal discharge, rash, erythema, urticaria, pruritus, alopecia, feeling abnormal, fatigue and fibromyalgia was resolving, the genital haemorrhage, systemic lupus erythematosus, arthritis and vaginal haemorrhage had not resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, arthritis, back pain, complication of device removal, dysgeusia, dysmenorrhoea, erythema, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, systemic lupus erythematosus, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, she met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Thereafter, on (B)(6) 2016, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. Diagnostic results: (B)(6) 2012- hysterosalpingogram-post essure coil procedure.impression normal-appearing endometrial cavity. Essure coils in position. Small amount of contrast, bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were reported via social media, menorrhagia, pelvic pain¿ most recent follow-up information incorporated above includes: on (B)(6) 2019: this report was detected to be a duplicate to record #(B)(4) which will be deleted from bayer safety database after all information was transferred to this record #(B)(4) which will be retained. New: social media reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), pain ("general body aches"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), rash ("rashes"), erythema ("skin redness"), urticaria ("hives"), pruritus ("itching"), alopecia ("hair loss"), feeling abnormal ("brain fog") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy during which both of fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, arthralgia, pain, migraine, headache, vaginal infection, vaginal discharge, rash, erythema, urticaria, pruritus, alopecia, feeling abnormal, fatigue and fibromyalgia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, erythema, fatigue, feeling abnormal, fibromyalgia, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, urticaria, vaginal discharge and vaginal infection to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in the summer of 2016, she met with doctor to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Thereafter, on (B)(6) 2016, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.